Manufacturer narrative:
Initial reporter: telephone number: (B)(6). The product was not returned for evaluation as it was discarded. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that toxic anterior segment syndrome (tass) developed in the patient's eye following implantation of the intraocular lens (iol). An anterior chamber washout was performed to no avail, as the tass relapsed. The iol was explanted and then another anterior chamber washout. Another iol was implanted about one month later. Currently the symptoms have subsided. The iol was discarded and will not be returned for investigation. No additional information was provided.